Event description:
It was reported that the healthcare provider (hcp) was questioning if the patient¿s pump was working. At the last refill, the hcp aspirated ¿a whole bunch¿ more than what was expected. However, specific volumes were not reported. The patient never had good pain relief from the pump. It was noted that, at the time of this report, the patient was in hospice and didn¿t keep his last appointment, as the plan was to let the pump run dry and his wife didn¿t want the pump filled again. The patient¿s wife felt that the pain medication provided by hospice would cover his pain needs. The hcp recently placed a subcutaneous patient controlled analgesia (pca) device and it was working well to control the patient¿s pain. The pump off-state password was provided to the healthcare provider (hcp). The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).